Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. Additional information has been requested regarding device return. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge time greater than 15 seconds. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.